Manufacturer narrative:
Device is a combination product. Event date: the event date was note reported. Used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the severely tortuous and mildly calcified mid right coronary artery. A 3.00x32mm synergy drug-eluting stent was advanced but failed to cross the lesion. Pre-dilatation was performed and the device was able to cross the lesion but when the physician pulled the device slightly to fully cover the lesion, the device was pulled too far and could not be advanced further. Pre-dilatation was again performed and a non-bsc extension catheter was used to aid in crossing the lesion. The device was able to cross and was inflated to nominal pressure. The balloon looked great on x-ray but when the delivery system was removed, the stent was still on the balloon, crunched back to the proximal end of the balloon. The device was completely removed and the procedure was completed with a new stent. No patient complications were reported.